Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient failed to charge their ipg as recommended. In turn, the ipg became inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Follow up identified that the ipg was explanted and replaced, restoring therapy.